Event description:
During use for cardiopulmonary bypass, an unidentified alarm tone sounded. When the level sensor was disabled by the user, the tone ceased. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.